Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2013 essure (fallopian tube occlusion insert) was implanted. The consumer had a painful placement and took 30 minutes. In an unspecified date the consumer experienced lower back pain, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, gastro-intestinal complaints, pain during menstruation, pain during coitus, groin pain, pain radiating to legs, vaginal secretion, excessive sweating, feeling the implant, fluid in the fingers (particularly in the mornings), restless feeling in the abdomen, feeling that she is going to have her period, and slight nagging feeling in the groin. Those events led her to problems with movements and relation and/or family problems. In an unspecified date she contacted her physician. Blood tests were performed and showed lactose intolerance; she was referred by the gynecologist to the gastroenterologist and a joint treatment plan for three months was given. She was treated with medication, chiropractor and contraceptive pill. If the treatment plan drawn up was not effective, the essure coils could be removed. Company causality comment:this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since this event led consumer to unspecified problems with movements and relation and/or family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. Lower back pain is listed in the reference safety information for essure. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since this event led consumer to unspecified problems with movements and relation and/or family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.